Event description:
It was reported that the pump touch screen was cracked and unresponsive. As a result, customer¿s blood glucose level increased to 568 mg/dl. Customer administered a correction injection via manual injection to address the high blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.